Manufacturer narrative:
The power switch overlay was found to be faulty. The customer replaced the power switch overlay and verified that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. Corrected product UDI.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was not turning on. There was no patient involvement at the time the issue was discovered as the issue occurred during routine testing. The remote service engineer (rse) advised the customer to replace the power switch overlay for repair.